Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer is unsure of what caused the incident. The customer did not list symptoms and was treated for the low blood glucose with glucose tablets. Troubleshooting was not completed, and a new sensor is being sent. The sensor was not returned for analysis.